Event description:
An eye tap performed on 11/9/01 revealed staph aureus. No further info was provided. Serious lised event and it does not warrant a medical comment. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR, or product caused or contributed to the event.

Event description:
A nurse reported that a pt experienced endophthalmitis after a cataract extraction in a 2001 in which a ceeon 911a lens (diopter 21) was implanted in the right eye. On an unspecified date, an eye tap revealed staph aureus. Treatment included ciloxan, econopred, vancomycin, and atropine drops. As of 12/2001, the lens remains implanted and the pt's condition has improved. No further info was provided.

Event description:
Follow up received on 1/18/2002 an eye tap performed on 11/9/2001 revealed staph aureus. No further info was provided. Investigation results were completed. Batch review showed no deviations. Based on the findings, no production cause could be identified.